Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated, and the reported entrapment of device was due to user technique/procedural circumstance. The reported foreign body in patient appears to be due to the reported entrapment of device. The reported patient effect of foreign body in patient (failure to delivery mitraclip to the intended site / chordal entanglement) is listed in the mitraclip g4 system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported delay to treatment, hospitalization and surgical intervention was a result of case specific circumstance. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip caught in chordae and foreign body in patient. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was deployed on the mitral valve in a central/lateral location, reducing mr to a grade of 2. An nt clip was inserted and attempted to be deployed lateral of the implanted clip. However, the clip became caught in the chordae and was unable to be removed, resulting in a clinically significant delay in the procedure. Therefore, the clip was deployed in the chordae. It was noted this caused tension on the valve, resulting in mr to increase to a grade of 3. On (B)(6) 2021, mitral valve replacement was performed. No additional information was provided.